Event description:
It was reported the patient experienced loss of stimulation. Diagnostic system testing indicates low impedance on contacts 7 and 8. Reprogramming was unable to resolve the issue. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186a, UDI: (B)(4), serial: (B)(6), batch: a000062950.